Manufacturer narrative:
Concomitant medical products - model: 5076-45, lead; implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department after receiving therapy from their implantable cardioverter defibrillator (ICD). A remote transmission was sent. Information received on the remote transmission was reviewed by qualified personnel. It was determined that the device had mis-detected an atrial fibrillation with rapid ventricular response (af w/rvr) as a ventricular fibrillation (vf) event, resulting in the patient receiving an inappropriate therapy. Follow up was conducted and there has been no reprogramming completed at this time. The ICD remains in use. No further patient complications have been reported as a result of this event.